Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect/gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). The 510(k) k090140. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Patient code : death (1802) (listed in IFU). Patient code : pulmonary embolism (1498) (listed in IFU). Device code 1 migration of device or device component (1395) (not listed in IFU). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that on (B)(6) 2014, via right common femoral venous access, a "celect tulip" ivc filter was deployed in the right groin. Patient was admitted to ER on (B)(6) 2015, where he expired. Estate alleges patient suffered fatal pulmonary embolism due to device failure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Manufacturer report 3002808486-2017-00183 will be closed/cancelled as the patient did not receive a gunther tulip filter, manufactured by cook medical but a celect filter. This event will be handled under the manufacturer report # 3002808486-2017-00182. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 11may2017: only a celect filter was implanted on (B)(6) 2014. Medical records confirm that the plaintiff was implanted with a celect filter on (B)(6) 2014 and that no other filters were implanted.